Event description:
It was reported that after an elevate anterior was implanted, the patient experienced worsening difficulty emptying with their bladder. The patient was unable to empty her bladder completely, and experienced urinary frequency as well as incontinence. A post void residual (no date given) was 1000 cc. The patient self-catheterized four times a day. The patient underwent a voiding trial; later that week she voided 100 cc and had a residual of 175 cc. A foley catheter was "replaced." Two days later, the patient had another voiding trial; she voided 273 cc and had 0 cc residual urine. The event was considered mild and resolved/recovered without sequelae on (B)(6) 2015. No further complications have been reported in relation to this event.